Event description:
During an arteriogram procedure, the guidewire was advanced through an entry needle. Resistance was encountered during advancement of the dilator and again upon removal of the wire. Upon removal of the wire, it was noted a segment of coating had detached and remained in the patient. Segment later retrieved incidental to surgery, patient ok.